Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while loading the instrument before being used to the patient, the operator experienced difficulty in loading and unloading the device. Both devices were also noted that every time the jaws opened, needles keep on falling out. One of the devices, also had toggling problem. Surgical time was extended by 30 minutes due to product problem. It took thirty minutes trying to load a another device and then ultimately using a laparoscopic needle holder to complete the procedure. There was no patient injury.